Manufacturer narrative:
Follow-up # 1 ¿ (06/19/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging her son¿s one touch ping meter read inaccurately high compared his feelings and or normal results and to another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy started on (B)(6) 2014 at 11:30 am when the patient obtained a blood glucose result of ¿156 mg/dl¿ with the subject meter. The patient manages his diabetes with an insulin pump. The reporter claimed she gave her son a decreased dose of insulin (1 unit humalog) in response to the alleged inaccurate result(s) obtained with the subject meter. At 12:25 pm. That same day, the reporter stated, the patient developed symptoms of ¿acting up, unruly, sweating, and pale¿. The reporter tested the patient¿s blood glucose and obtained a result of ¿30 mg/dl¿ with the subject meter. Immediately after, the reporter ¿removed the pump connection¿ and gave her son ¿honey on a spoon, glucose stick in drink, juice, coke and frosting¿. At 12:35 pm, the reporter stated the patient ¿threw up and started shaking¿. The reporter tried re-testing the patient¿s blood glucose with the subject meter again; however, she obtained an ¿error message¿. The reporter then grabbed her husband¿s blood glucose meter (unknown type) and tested the patient¿s blood glucose and obtained a result of ¿41 mg/dl¿. She waited ¿a few moments later¿ and retested the patient¿s blood glucose again with the other device and obtained a result of ¿63 mg/dl¿. The reporter gave the patient ¿glucagon¿. At 12:50 pm, the reporter obtained a blood glucose result of ¿232 mg/dl¿ with the subject meter and ¿150 mg/dl¿ with her husband¿s meter. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. At 1:00 p. M. The reporter obtained a blood glucose result of ¿161 mg/dl¿ with the husband¿s meter and stated the patient ¿perked up¿. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The cca did walk the patient through a control solution test and it fell within the appropriate control solution range. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.